Event description:
A facility reported that the mayfield modified skull clamp (a1059) had some play or movement when in use. No patient injury or surgical delay has been reported.

Manufacturer narrative:
Mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: unit received with the lock having rotational and lateral movement and a residue buildup was present. Unit had new components added to replace worn internal parts. Replacement of worn parts and general maintenance were performed. Root cause analysis: the reported complaint confirmed via inspection of the unit. Unit received with the lock having rotational and lateral movement and requiring replacement of worn internal parts. Probable root cause is wear and tear. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.